Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the field was inquiring about the longevity involving the battery of this pacemaker. Review of the device data indicated the pacemaker was sensing fast atrial rates which was consuming power. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.